Manufacturer narrative:
Results of investigation: the reported issue was unable to be duplicate. During an initial bench test, the received customer flow valve was tested and working normally within specification. The component passed bench testing within specification, but failed the production flow valve assembly test procedure for slight non-conformities of higher flow on the vhome calibration test. These slight non-conformities will not result in a failure to cause the flow valve to delivery a higher or lower tidal volume if vhome was properly set during calibration testing. Visual inspection did not reveal any anomalies.

Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The flow valve was replaced to address the reported issue.

Event description:
It was reported to carefusion that the unit was delivering a higher tidal volume than expected. The unit was not on a patient at the time.